Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and severely calcified left main (lm) artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The ruptured balloon occluded flow in the lm and the patient went into pulseless electrical activity (pea). The balloon was removed completely, and the procedure was completed with a stent. The patient status post-procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 3mm distal from the proximal markerband, there was a full circumferential tear. Product analysis confirmed the reported burst, as there was a full circumferential tear.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and severely calcified left main (lm) artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The ruptured balloon occluded flow in the lm and the patient went into pulseless electrical activity (pea). The balloon was removed completely, and the procedure was completed with a stent. The patient status post-procedure was stable.